Event description:
A purchasing agent reported there was fiber on an intraocular lens (iol). Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/04/2009 and 03/24/2009 by mail. A complete questionaire has not been received. This report was mailed to FDA on: 04/02/2009.